Event description:
Information received from a patient reported that they had several revisions to their pain stimulator. It is unknown when the event occurred. No further details were provided. Indication for use is degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.